Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was exposed to moisture then the screen went blank. Inserted brand new battery on it then the insulin pump screen flashing medtronic logo. The customer also reported keypad anomaly, failed self test and no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for moisture damage and noticed that the buttons and/or keypad were unresponsive. Troubleshooting was performed for keypad anomaly and pump has not been exposed to altitude change. Troubleshooting was performed for display issue and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up after battery installation. No flashing medtronic logo noted. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or download the trace and history files using thump (download difficulty) due to flashing display anomaly. The pump was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The flashing medtronic logo is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. Flashing medtronic logo and download difficulty are due to moisture damage on the electronic assembly. Unresponsive keypad is unknown due to the flashing medtronicloge anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.